Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and other chronic/intract pain (trunk/limbs). It was reported that the ins was not working as it was supposed to. The patient was having issues with it and was looking for a doctor who could help with the device. No further complications were reported or anticipated.